Event description:
On 10/4/96, the MFR received a response to a device tracking polling letter from the physician which states that the device was explanted on 8/14/96 due to disease progression and device occlusion.